Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding an unknown patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for an unspecified indication for use. It was reported the hcp called the company representative stating he thinks his patient was having catheter issues because the patient was having headaches. The date of the event was unknown. The hcp was doing a side port study. The hcp mentioned after clearing the catheter, that he wanted to flush the catheter with preservative free saline and then was wanting to program the prime/reduce the dose. An inquiry was made regarding if/when programming, if they would have to consider the preservative free normal saline (pfns) with the prime. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected to indicate product problem and adverse event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative. The rep reported the patient's identifying information, date of birth, and gender was not disclosed to them. The serial numbers of the devices were also not disclosed by the physician. The physician had not concluded a catheter issue occurred, per the phone call conversation the rep had with the physician. One milliliter of fluid was drawn from the catheter access port (cap). The rep was given no further information of any issues pertaining to the catheter. The headache was addressed by physician due to potential medication dosage. The rep was not given confirmation if the headaches discontinued. The physician cleared the catheter, added intrathecal saline into catheter to dilute the medication, the dosages were adjusted based on the preference of the physician. The physician did not confirm the cause of headache only that the physician was identifying the cause. The physician did not disclose if the catheter issue and headache had been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.